Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had experienced high blood glucose (bg) levels. The customer declined to provide how the high bg was treated or provide any further information. The customer declined tandem technical support's offer to troubleshoot for the high bg.